Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. As a precaution, physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power during a patient event. There was no additional event information provided. There was no known adverse outcome to the patient during the reported event.